Manufacturer narrative:
(B)(4) note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted.

Event description:
Event 3: as reported by the user facility ((B)(4): catheter slips out of perifix connector